Manufacturer narrative:
(B)(4). Internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Distal to stent. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of angina, myocardial infarction and thrombosis are listed in the xience sierras everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. The xience sierra everolimus eluting coronary stent system instructions for use states: when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent during placement of the distal stent, and reduces the chance of damaging or dislodging the proximal stent. The IFU deviation does not appear to have caused or contributed to the reported patient effects. Reportedly, the device was implanted distally to the original stent placed during the procedure (against instructions for use); however, it does not appear that this deviation has caused any difficulties during the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional xience sierra referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat the proximal right coronary artery that had plaque. On (B)(6) 2018, a 3.0 x 38 mm xience sierra stent was implanted in the lesion, and a 3.0 x 28 mm xience sierra stent was implanted distally to the first stent. However, the patient was re-hospitalized on the same day because they were experiencing angina. Angiography revealed that there was thrombosis in the lesion and the patient experienced a segment elevated myocardial infarction (stemi). Therefore, an unspecified guide wire was advanced, unspecified balloon dilatation catheters and an aspiration catheter were used. An unspecified optical coherence tomography (oct) imaging catheter then revealed that the stents were patent, and the patient was stable. There was no adverse patient sequela reported. No additional information was provided.